Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Additional information: d10; h3 plant investigation: an actual sample from the customer was received on (B)(6) 2019 with the original package identified with code number 050-87216 and lot number 19cr08147. The reported event was confirmed. During disinfection of the actual sample, a leak was found in the cassette film. The visual inspection found one pinhole in the film. Further inspection found no damage to the cassette (hard plastic). There were no sharp edges in the carts or on the machine surface that could cause damage to the cassette on the production line. Upon physical evaluation of the returned cassette by the manufacturer, the reported event was confirmed, however the cause of the damage/leak could not be established.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during their pd treatment. The patient reported receiving an air detected in cassette alarm and a volume error warning during standby and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient confirmed the reported event. The patient stated that the pdrn had recently made a prescription change on 6/26/2019 and after the change, the patient started feeling nauseous during fill 1 and then bloated during fill 2. The pdrn was contacted and the prescription was changed again and the symptoms of nausea and feeling bloated subsided. The patient did not develop any other symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cassette was available to be returned to the manufacturer for physical evaluation, however, the old cycler has not yet been picked up and returned. Additional follow up with the pdrn revealed that the patient¿s prescription was changed because the patient was not meeting their 2.0 goal for clearance. The patient was also experiencing a little pain during fill, so they increased the fill time from 10 minutes to 18 minutes. Per the pdrn, there were no other changes made to the patient¿s prescription and the patient has not reported any other issues.